Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of broken output connector assembly. It was also noted that the hanger assembly and lower case were broken, main seal was contaminated, display wire was pinched with wire insulation was exposed and three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken ventricle wire connector. The epg was returned for service. There was no patient involvement reported.